Event description:
It was reported that the center lock nut of the crosslink broke during tightening. No patient complications were reported.

Manufacturer narrative:
The eyebolt is broken at the root of the thread. The broken surface is brittle and is typical of an excessive torque applied during the nut tightening. No pre-existing defect was found at the level of the damage. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.